Manufacturer narrative:
This product is not marketed in the us. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.7mm, vticmo13.7, -13.00/3.0/006 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2020. Significant reduction of irido-corneal angels and excessive vault were observed, the lens was removed and exchanged for a shorter length lens on (B)(6) 2020 and the problem was resolved. Cause of the event is reported as unknown.

Manufacturer narrative:
Additional information: h3 - device evaluation: lens was returned in micro-centrifuge vial, dry, residue/debris on product. Visual inspection found haptic torn, bent, and deformed with residue on lens. Claim# (B)(4).